Manufacturer narrative:
The customer reported that the central nurse's station (cns) shut down while monitoring 8 bedside devices. No patient harm reported. Per the customer, the cns fan made a bunch of noises before the shut down and will not boot back up. When booting up, it shuts down right away. Nihon kohden sent the customer a loaner device to resolve the issue and that the customer will be returning the unit for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical devices: the following devices were used in conjunction with the central nurse's station. Mu-631ra: no serial numbers were provided.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring 8 bedside devices. No patient harm reported.

Event description:
The customer reported that the central nurse's station (cns) shut down while monitoring 8 bedside devices. No patient harm reported.

Manufacturer narrative:
Complaint information: on (B)(6) 2019, customer at (B)(6) hospital reported cns unit shut down and will not boot up on pu-621ra with serial# (B)(6). Service requested: assistance in troubleshooting. Service performed: customer reported 2 patients being monitored at the time of incident. Cns also made bunch of noises before shutdown and unit seemed like overheating. No harm to the patients was reported at the time of incident. Nkts requested customer to send the unit in for repair at repair center. Investigation conclusion: root cause of the issue was identified to be hardware failure due to following defective parts: hard drive and motherboard. The warranty of unit expired on (B)(6) 14. According to the table in quality complaint investigations work instruction, with document ID: (B)(4), the risk priority of the issue is categorized as: medium conclusion: since risk priority of the issue is categorized as: medium. Monitoring of this issue will be continued, and the ticket will be updated once more conclusive information is available. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional device information: d11 & c2 concomitant medical devices: the following devices were used in conjunction with the central nurse's station. Mu-631ra: no serial numbers were provided. Additional information: b4. Date of this report. D10: device available for evaluation? F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H3: device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.